Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-jan-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 2.2 was failed with broken rail. A field service engineer (fse) reported that an issue with a bad slide on main drawer 2.2. The cubies were removed from the enhanced half height drawer and transferred into a new drawer due to damaged rails. The drawer was then reassigned in the application, and the final test was completed in the admin section. The customer was subsequently able to access the drawer in the application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es nhr-7a main 2.2 half height drawer rail broken. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.